Event description:
During a veptr 2 primary implantation procedure, the two (2) ti parallel connectors jammed; in addition the ti half ring stripped and became stuck. The surgeon then removed all of the implanted devices and implanted another system. The procedure was extended for approximately three (3) hours. This is 1 of 3 reports for the same event.

Manufacturer narrative:
The parallel connectors are designed to connect two rod segments together through a central body. Each rod segment is held in place by two set screws. The half ring is designed to facilitate distraction/compression by acting as an anchor point when no adjacent implants can be used. The half ring is held to a rod segment by one set screw. According the complaint, the parallel connectors were unable to be properly attached to rod segments. This event may have been caused by excessive rod contouring in the area which the connector was to be placed and/or rod segments were not parallel to one another resulting in off-axis insertion of the rod segment. According to the complaint and pd evaluation, the set screw of the half ring was stripped and could not be removed. The stripped set screw may have been caused by excessive torque applied during use.

Manufacturer narrative:
Visual inspection noted the device was received in good condition displaying no post manufacturing damage. Dimensions that could be measured were found to meet specifications. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
The date of implant and date of explant was reported as (B)(6) 2012. The device was not implanted/explanted and therefore, the implant/explant date is not applicable.